Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose. The customer's mother reported that her daughter was not getting insulin and the insulin pump was not alarming. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's mother stated that her daughter's treated his high blood glucose with manual injections. The customer's mother performed troubleshooting and did not found insulin and site issues, and setting issues. The customer's mother declined to check for air bubbles and leaks. The customer's mother performed troubleshooting and did not found insulin and site issues, and setting issues. The customer's mother declined to continue troubleshooting. The insulin pump will not be returned for analysis.